Event description:
Patient contacted his dexcom clinical education specialist on (B)(6) 2010 to report that he had an infection at the sensor insertion site. Patient's status at the time of his call to the clinical education specialist is unknown. Dexcom technical support made three attempts to contact the patient for follow-up but was unable to reach him.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.